Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm, which was not reproduced. Downstream occlusion alarms were confirmed through a review of the event history log. Evaluation determined the cause to be a failed downstream sensor, which was unable to be calibrated. The downstream sensor was replaced to correct this condition.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. It was also reported there was no patient involvement.